Event description:
It was reported that during a routine device change out, an insulation anomaly was noted on the atrial lead. The lead was repaired with medical adhesive; all electrical measurements were good. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.